Event description:
An experienced scrub tech was prepping a 5f pronto lp extraction catheter. When he tried to remove the wire from the tip of the catheter, the end of the catheter broke off. The catheter was never introduced into the patient. Scrub tech has used this product many times and never saw it break like this.